Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure a guide wire detachment occurred. The lesion was located in the highly calcified left circumflex artery. The physician advanced the floppy rotawire guide wire, and then utilized a 1.25mm burr to ablate the lesion. The distal tip of the floppy rotawire guide wire detached and approximately 23mm of the guide wire remains in the patient. The procedure was completed with another device. No further patient complications were reported and patient status is alive and feeling well.

Manufacturer narrative:
(B)(4).

Event description:
Further information provides that the lesion was greater than 90% stenosed and 2.5mm in diameter. The physician ablated the lesion at 204,000 rpms for 2 runs at 12 seconds. The lesion was not successfully treated. The physician did not believe that burr came in contact with the guide wire. There were no attempts to retrieve the guide wire fragment, however the physician considered the fragment secure. In the opinion of the physician, the guide wire fracture occurred due to "instability of the wire".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that following vascular access being gained via the right femoral artery, there was difficulty advancing the floppy rotawire guide wire due to the highly tortuous and severely calcified anatomy. The vessel location is corrected from the left circumflex artery to the right circumflex artery. The 1.25mm burr was unable to advance beyond a kink in the mid right circumflex. A small extravasate was noted following the guide wire detachment, however no intervention was performed. The patient was discharged the following day on clopidogrel.